Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an eval shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The pt reports that the 'up and down' and 'ok' buttons are taking multiple presses in order to function. The pt confirms programming has been correct. Part of the keypad is missing. The pt does not get the pump wet.